Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a mildly calcified vessel. A 7.0x40mm, 75cm mustang balloon catheter was advanced for dilatation. However, contrast media was found to be leaking under fluoroscopy. It was found that during the first inflation at 5 atmospheres for 4 seconds, the balloon ruptured. The device was simply pulled out and completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.